Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
When drawing pirarubicin from the vial, the bd phaseal¿ protector p50j leaked from the opening between the vial and the protector. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: pictures shows red residue outside the vial, however, the defect couldn't be duplicated by jfrl. As the lot is unknown, it is no possible to check the retained samples and to review the DHR. It is no possible to confirm the root cause of the defect. Leak between protector and vial. The sample was evaluated by jfr lab. According to its report (received on (B)(6) 2018), the defect cannot be duplicated. Protector fitted properly to the vial and no leak was found. However, visual inspection shows red drug residue outside the vial. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages.-visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover.-overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Investigation conclusion pictures shows red residue outside the vial, however, the defect couldn't be duplicated by jfrl. As the lot is unknown, it is no possible to check the retained samples and to review the DHR. It is no possible to confirm the root cause of the defect.